Event description:
Letter received on march 11, 2019 from wife of v-go user states: my husband had been taking this product for a little over a year. In mid-(B)(6), his blood sugar spiked over 600. He was admitted for diabetic ketoacidosis. I took his vgo off of him and noticed that the vial was still full.